Manufacturer narrative:
Integra has completed their internal investigation on 24 aug 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the service center confirmed the monitor¿s sensor board power cable was defective. The cam02 log file appendix 3 was reviewed specifically at the time frame of the complaint awareness date ¿(B)(6) 2015¿. The review identified error code e0011 occurred at the time of the complaint investigation. The DHR pack appendix 2 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 feb. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for the cam02 monitor (B)(4). Based on the complaint investigation identifying error code e0011 occurred, no trend was not identified. Root cause: the root cause of the system board error was due to a defective sensor board power cable.

Event description:
System board error was reported. No other information was provided. Several attempts were made requesting additional information but no response was received.